Manufacturer narrative:
On 1/16/2020, mentor became aware that concomitant device information was inadvertently not reported in the previous submission. On 1/13/2020, mentor lab received one concomitant device 400cc mentor memorygel breast implant with catalog number 3507400bc ; lot number 271547 along with information that left side device was discarded. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that left side implant was also ruptured and patient underwent bilateral explantation and replacement with 400ml mentor memory gel implants on (B)(6) 2019. Device code material rupture has been added to field h6 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 24, 2020, device photo evaluation was completed. Upon visual inspection of the picture, the implant was observed with no apparent damage. Additionally, some scar tissue was noted next to the implant. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. All mentor product is 100% visual inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii/IV (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent revision breast augmentation with unknown gel implants and was presented with left side capsular contracture; baker grade iii/IV. As a result, the device will be explanted on (B)(6) 2019.